Event description:
The facility representative reported a colleague infusion pump with failure code 500:320:654:0000. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of 500:320:654:0000 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to a key being pressed for more than 50 seconds after the pump has been powered on. No repair is necessary to correct this condition.